Manufacturer narrative:
Based on the additional information, proper back-up procedures may not have been followed. It is recommended in the operation manual, that the backup mode should be used until a replacement device can be brought to the bedside. Based on the information provided, the user did not follow the operation manual in this event. This additional information is documented in (B)(4).

Event description:
Company received a (B)(4) stating: the patient's condition warranted the use of nitric oxide. When ino was placed in line, a "service failure" warning appeared and the equipment did not function. The ventilator circuit was broken again to take ino out of line while a second ino machine was obtained. This delayed patient care by several minutes on a critically ill patient. This was originally reported to the company in (B)(6) 2014 but no patient was identified as being involved in the complaint. (B)(6) was created and was submitted as a reportable malfunction on MDR 3004531588-2014-00060. The reportable malfunction was for delivery failure - backlight failure. At the time of complaint, the customer did not report any patient impact. Based on the event description above, new information states that there was a delay in therapy during the switch out. This is being filed as follow-up to the initial MDR 3004531588-2014-00060 that was filed via the paper system. Since this is being filed electronically, a new MDR number has been assigned.